Event description:
The customer states after the repair, it fails the self test and has 2 new errors come up- 9009 and 4020 which are related to paddle failure errors. No patient involvement is addressed by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.